Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault and system shutting down, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The overheating issue was resolved after the drape was moved away from the vision side cart (vsc) and the system was rebooted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system overheated and shut down. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted an error 95 on the video processor (vp). The isi tse asked if the site had anything covering the front of the vision side cart (vsc) and caller stated that the site had a drape in front of the vsc. The isi tse informed the caller that the drape could block airflow to the vsc components. The caller removed the obstruction and rebooted the system. The system came on without errors. The caller stated that the site converted to open surgery prior to the error for a reason unrelated to system performance. Isi followed up with the initial reporter and obtained the following additional information: the customer discovered that the drape had been placed over the vent on the console and caused the system to shut down. The drape was moved, the system was restarted, and everything was fine. The system was not docked at the time of the event. The case did go open, but it was because everything was stuck down.